Manufacturer narrative:
(B)(4). The reported issue 'cuff not deflating during use' was confirmed upon investigation of the returned sample. The customer returned actual sample for investigation. Visual inspection identified a break at the check valve area. The cuff was unable to inflate and deflate during functional testing. As per the reported information, the cuff was used and autoclaved multiple times prior to use. The check valve might have broken during cleaning or autoclaving or handling the device during operation. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: " the doctor was unable to inflate the cuff of the device." There was no patient harm, no desaturation reported.

Event description:
It was reported that: " the doctor was unable to inflate the cuff of the device." There was no patient harm, no desaturation reported.

Manufacturer narrative:
(B)(4).